Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported an audio post failure. The device was not in use on a patient and no adverse event involving patient or user was reported.